Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h11. Corrected fields; d4 (UDI). The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received scroll compressor. A with a reported unit failure of power on test fails code 14. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed scroll compressor into the cardiosave test fixture to factory specifications per the cardiosave service manual. On power up , the fat dept. Observed a code 14 on the display indicating a problem with the scroll compressor. The fat dept. Was able to replicate the failure experienced by the customer. The scroll compressor failed testing. A cause to the failure of code 14 cannot be determined. Retaining the compressor in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was being reported that before use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "power on error" whose failure is being detected as code 14. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the equipment and confirmed that the turbine compressor had failed and waiting for the customer in order to confirm whether to repair or replace the compressor. But the fse had later replaced the compressor scroll so, that after the replacement the equipment had passed all the test parameters which comply with factory requirements. Than the device is being returned to the customer and allowed for the clinical use. There is no involvement of the patient during this incident.

Manufacturer narrative:
Due to character restrictions phone is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use unit had a power on error, the cardiosave intra-aortic balloon pump (iabp) had an electrical failure code 14. There was no patient involvement.